Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention was related to im plant depth. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep, resu lting in moderate paravalvular leak (pvl). 2 days following the implant, moderate paravalvular leak (pvl) was noted via echocardiogram. An echocardiogram 6 days post-implant revealed severe pvl. A transesophageal echocardiogram (tee) completed 8 days post-implant revealed moderate to severe pvl. The patient was hospitalized for heart failure and subsequently, 9 weeks later, another valve was implanted valve in valve reducing the pvl to mild to moderate. No other adverse patient effects were reported.